Manufacturer narrative:
The valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve dislodged toward the ventricle. Subsequently, the valve was snared upward with adequate seal. Following implant, a type a aortic dissection was noted and was successfully repaired via surgery. Per the physician, the dissection was caused by native disease and the snare technique. One day after implant, a stroke occurred. Per the physician, the stroke was caused by the dissection and carotid flow impairment. Anti-coagulation was prescribed and the patient was discharged. No additional adverse patient effects were reported.